Manufacturer narrative:
Alleged failure: per rep it could be different issues on the ccu. In the integrated room it shows a blank green screen on the hanging monitors, but important issue was that during the case they tried to take pictures but it was not capturing. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the remote button feature was changed in some specialties; therefore, the ccu was unable to take pictures. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.